Manufacturer narrative:
The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Common causes of broken instrument conductor wire - bipolar are attributed to when the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductors wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm maryland bipolar forceps instrument had one black wire loose, and the surgeon was not able to fire energy. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided. Isi followed up with the initial reporter and obtained the following additional information: the instrument had a damaged black wire; the wires were visible due to damaged insulation. Surgeon was not able to fire energy. No arcing or sparking were observed during the procedure. The instrument will be returned to isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.